Event description:
It was reported that incorrect flow rate was noted during use. The kit with 500ml of saline bag was connected and being used in the ICU from 9:00am on (B)(6) 2013. Around midnight on (B)(6) 2013, the hospital staff noticed that the saline bag was empty.

Manufacturer narrative:
We received one (B)(6) single flothru dpt with a merit flush device for examination. Empty (B)(6) IV bag was also attached to the IV set. Priming solution was visible inside of the kit. Flow rate testing was performed. Leak test was performed at a pressure 345mmhg. A visual examination was performed under microscope at 10x magnification. The flow rate was measured 4.6 ml/hour which exceeded specification of 2-4 ml/hour per edwards IFU. There was no leakage detected from the kit during a 5 minute leak test which was performed after the flow rate test. No visible damage was observed from the kit. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.